Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that the infusion set disconnected at the connector and injector connection during infusion at about the 24th hour with a bd phaseal connector c35-o. This occurred on 9 occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (13 of 14). Patient was receiving a 24hr infusion on an ip unit. Infusion disconnected at the connector/injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury. D.1. Medical device brand name: bd phaseal connector c35-o d.1 medical device type: onb. D.3. Medical device manufacturer: becton dickinson, san augustin de guadalix, spain. D.4 medical device catalog #: 515070. D.4. Medical device expiration date: 2020-03-31. D.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton dickinson, san augustin de guadalix, spain. G.5. PMA / 510(k)#: k181221. H.4. Device manufacture date: 2019-04-29 h3 other text : see h.10.

Event description:
It was reported that the infusion set disconnected at the connector and injector connection during infusion at about the 24th hour with a bd phaseal connector c35-o. This occurred on 9 occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (13 of 14). Patient was receiving a 24hr infusion on an ip unit. Infusion disconnected at the connector/injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1904103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the connectors and sample injectors from lot 1807712. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. CAPA 1186628 has been opened to document the investigation regarding injector/connector separation failure mode.

Event description:
It was reported that the infusion set disconnected at the connector and injector connection during infusion at about the 24th hour with a bd phaseal connector c35-o. This occurred on 9 occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (13 of 14). Patient was receiving a 24hr infusion on an ip unit. Infusion disconnected at the connector/injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the infusion set disconnected at the connector and injector connection during infusion at about the 24th hour with an unspecified bd phaseal connector. This occurred on 9 occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (13 of 14) patient was receiving a 24hr infusion on an ip unit. Infusion disconnected at the connector/injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury.